Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.00 mm/1.5 cm/140 cm small peripheral cutting balloon and a 6.0 mm/2.0 cm/90 cm peripheral cutting balloon were selected for use. During procedure, a 2.0-15 small peripheral cutting balloon was inflated several times, however, the balloon ruptured. It was then replaced with a 2 cm peripheral cutting balloon but the same issue occurred; the balloon ruptured. The procedure was completed with a different device. No complications reported and the patient's condition was good.